Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported autopsy records will not be available and the date of death was unknown. The death was thought to be related to the medtronic device or therapy (attack isquemic and rupture aneuryms). There were no medical events/procedures leading up to the patient¿s death. The patient had been hospitalized prior to their passing for rupture aneurysm pcom. The cause of the pipeline collapse and fishmouth was not determined, dx angiografia cerebral.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a patient treated with a ped3 pipeline had complications. Days after the procedure the patient is admitted with an obstructed implant device with a diagnosis of ischemic attack, serious neurological deterioration. Device implanted at the time of control arteriography for neurological deterioration, proximal end of the device closed. Product blocked by fish mouth complication. As a result control angiography and treatment was performed to reverse stroke. The patient was hospitalized for several days in urgent care unit. The patient had an ischemic attack. The patient is deceased. The devices were prepared according to the instructions for use )IFU). Baseline aneurysm is an unruptured, saccualr aneurysm in the right posterior communicating artery (pcom). The max diameter was 3mm x 4mm. The neck diameter was 5mm. The distal landing zone was 4.9mm and the proximal landing zone was 5mm. Vessel tortuosity was moderate.  Ancillary devices: phenom 21 catheter fg15150-0615-1s lot 227614254

Event description:
Additional information received reported the death occurred approximately 24 hours after the vantage implantation, not 3 days later as we had previously understood.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.